Event description:
It was reported the pt had an infection at the ipg pocket site. The physician had not removed any devices and placed the pt on IV antibiotics. The pt was referred to an infectious disease physician for wound care. Follow up identified the physician examined the site, and felt the infection had resolved.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.